Event description:
The customer reported unspecified issues during demand mode pacing. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported unspecified issues during demand mode pacing. There was no impact to the involved pt. The customer evaluated the device and no trouble was found. Philips reviewed the event file. Frequent leads on and off messages and intermittent poor quality of leads ECG were shown. A leads ECG waveform is required in order to deliver demand mode pacing. Note that fixed mode pacing is a transcutaneous pacing option that does not require ECG leads. There was no malfunction of the device. The device was working within specifications. We are reporting this as a user misunderstanding.